Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having asthma, difficulty of breathing, short of breath, cough and she take flovin on daily basis while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous follow-up report section h10 was incorrectly captured, it should be been reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having asthma, difficulty of breathing, short of breath, cough and she take flovin on daily basis while using this device. The manufacturer visually inspected the external part of the device and found minimal signs of dust contamination in the device. The internal and external aspect of the device was inspected and the manufacturer observed an unknown contaminant on the sd card and modem flip doors and on the top enclosure exterior. An unknown dust contaminant was observed on the front enclosure, bottom enclosure, blower, blower seal and blower box. The manufaturer was able to confirm the presence of degraded sound abatement foam residue in the blower box. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error. The manufacturer concludes there was evidence of sound abatement foam degradation and dust contamination in the device. Section d8, d9, h2, h3 was updated in this report. Section h6 was corrected (wrongly captured in previous follow up report) in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging difficulty in breathing related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. Power was supplied to the device using a known good power supply and power cord, and pil was able to confirm that the device powers up, provides airflow, a known good heated tube heats and the heater plate heats. Review of the error logs shows 12330.2 blower hours and 12264.1 therapy hours. A high-pitched whiney noise was detected when airflow was turned on and off, possibly coming from the blower starting and stopping, however, no issues were detected with the blower, and no other observations were made for the noise. During the investigation, pil observed an unknown contaminant on the sd card and modem flip doors, and on the top enclosure exterior. An unknown dust contaminant was present on the front enclosure, bottom enclosure, blower, blower seal, and blower box. Pil was able to confirm the presence of degraded sound abatement foam residue in the blower box. The manufacturer concludes that they could not confirm the customer's allegation and there was visible foam degradation.